Event description:
Reporter alleged customer obtained an error after dosing and was unable to test on the meter, however, did not feel well so went to the doctor 3-5 hours later. It was stated the doctors' meter read 353 mg/dl and customer was treated with insulin and given a new oral diabetes medication. A request was made for the return of the suspect device and replacement product was sent.